Manufacturer narrative:
Product evaluation: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause for the reported complaint. Not enough information was provided from the account for further investigation. (B)(4).

Event description:
A doctor reported that he observed asymptomatic inflammation (2-3+ tyndall) in patients eight days following intraocular lens (iol) implantation; all of the patients had a reaction when implanted with this iol. He noted that when he compared the results with the other patients, he noted that all patients being implanted with this lens presented asymptomatic inflammation compared to other manufacturers¿ implants. The inflammation is mostly not felt by the patients, and the vitreous is ¿not touched¿. This report concerns a pool of unidentified patients. Additional information was received via a company representative, indicating that strong inflammation, visual acuity loss, and pain were also noted. Patients were treated with dexamethasone with neomycin, triamcinolone, and ofloxacine postoperatively. It was also reported that results were good after one month; however, six patients had posterior capsular opacification (pco) requiring yttrium aluminium garnet (yag) laser treatment at three months, but it is unclear if these patients were affected. The surgeon does not suspect that the cartridges contributed to the events. This is one of five vigilance reports being filed for this facility. (B)(4).